Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 40 mg/dl. Carbohydrates and juice were consumed to address the low bg. The customer stated that he typically experiences a low bg during physical activity and snow shoveling was the reported activity on this day. Tandem technical support advised the customer to discuss the event with a healthcare provider.